Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms, noise, oversensing and pacing inhibition on the atrial channel. A review of the data showed two instances of atrial tachycardia response (atr) due to interaction with the minute ventilation (mv) feature. Testing was performed during isometrics, pocket manipulation and valsalva and all measurements were within normal limits. An x-ray was performed and a small kink was noted on the atrial lead; however, it is likely that is where the suture sleeve is located. The x-ray also noted a kink in the right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the lead was programmed to unipolar pacing configuration and bipolar sensing configuration. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.